Event description:
The hospital reported the following event : "when using this kit, doctor had difficulty using the screwdriver because the screwdriver tip is twisted and therefore difficult to put on and remove the screws. Surgical delay of 15min without impact on the patient.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event : "when using this kit, doctor had difficulty using the screwdriver because the screwdriver tip is twisted and therefore difficult to put on and remove the screws. Surgical delay of 15min without impact on the patient."